Event description:
An additional 1.20x12mm mini trek bdc was received. Analysis identified that the inner and outer members were kinked proximal to the proximal seal. No other damage was noted to the additional balloon catheter. The account confirmed the kink as well as an issue with the connection leaking while attempting to inject saline/contrast in the catheter lumen. The device was used in the same procedure as the complaint mini trek. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The additional 1.20x12mm mini trek referenced is filed under a separate medwatch report number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported loose connection and leak could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat an unspecified lesion, there was a poor connection between the luer lock syringe and a 1.20 x 12 mm mini trek balloon dilatation catheter. The connection was leaking while attempting to inject saline/contrast in the catheter lumen. A new unspecified bdc was used to successfully complete the procedure. No additional information was provided.